Manufacturer narrative:
Based upon analysis of all available information, bsc's investigation found no evidence to indicate that the impact to kidney function was related to product performance of the farawave. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling. Additionally, the off-label use of the device was confirmed based on the event description as the catheter was used for ablations to locations that the farawave is not indicated for.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a reduction in kidney function. During the procedure 49 applications were applied across the pulmonary veins and the posterior wall. The posterior wall ablations are considered off label as the farawave catheter is only indicated for ablations of the pulmonary veins. After the procedure it was determined the patient's "kidney function had dropped" so the patient was hospitalized, and fluids were administered. The patient was discharged approximately a week later with their kidney function restored. The catheter has been received for analysis.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a reduction in kidney function. During the procedure 49 applications were applied across the pulmonary veins and the posterior wall. The posterior wall ablations are considered off label as the farawave catheter is only indicated for ablations of the pulmonary veins. After the procedure it was determined the patient's "kidney function had dropped" so the patient was hospitalized, and fluids were administered. The patient was discharged approximately a week later with their kidney function restored. The catheter has been received for analysis.